Manufacturer narrative:
Device evaluated by MFR: the returned product consisted of an ffr comet pressure wire connected to the occ cable. Shaft was separated. Both the tip and the proximal shaft were returned.the devices shaft was visually and microscopically inspected for damage. The device showed a separation located approximately 3.4cm from the tip. The shaft showed multiple small bends. There was a kink located at the occ handle. The occ handle cap was loosened to remove the wire. There was no issue with removing the wire. The pressure wire was connected to the analysis support test bench and all applicable data was correct pertaining to coefficient values; however, the signal/modulation could not be validated due to the separated distal end. A materials test analysis & characterization (mtac) analysis revealed that the device fractured in the slotted tube region at the beam locations. The proximal adjacent beams appear to show a gradual increase in width the farther from fracture. Some striations on the other beam appear to suggest reverse bending with possible ductile overload. Some mechanical damage is present obscuring some fracture surface on both beams. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities.

Event description:
It was reported that a wire break occurred. During a fraction flow reserve (ffr) procedure this comet pressure guidewire was selected. Vascular access was obtained via the radial artery. The target lesion was located in the mid right coronary artery. The tip was bent in a j- manner before entering the guide catheter. After the ffr measurements were taken they were pulling out the guidewire when the guidewire broke and the tip detached. The tip of the guidewire did not become trapped at any point during the procedure. The detached tip was removed via snare kit method. All parts of the device were retrieved from the patient's body. It was noted that the tip of the guide catheter maintained position in the ostium during the entire procedure. The procedure was not completed due to this event. No patient complications were reported and the patients status is stable.

Event description:
It was reported that a wire break occurred. During a fraction flow reserve (ffr) procedure this comet pressure guidewire was selected. Vascular access was obtained via the radial artery. The target lesion was located in the mid right coronary artery. The tip was bent in a j- manner before entering the guide catheter. After the ffr measurements were taken they were pulling out the guidewire when the guidewire broke and the tip detached. The tip of the guidewire did not become trapped at any point during the procedure. The detached tip was removed via snare kit method. All parts of the device were retrieved from the patients body. It was noted that the tip of the guide catheter maintained position in the ostium during the entire procedure. The procedure was not completed due to this event. No patient complications were reported and the patients status is stable.